Event description:
It was reported that a florgard infusion pump's keypad was not functioning. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The keypad was found to be inoperative. The reported condition was verified. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.